Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at the f&p service center in (B)(4) where it was inspected by a trained f&p service technician. Our investigation is based on the findings provided by the f&p service technician. Results: visual inspection by the service technician confirmed that the gas port of the subject neopuff was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an rd900 neopuff infant resuscitator had a "broken connection". Investigation of the complaint unit on 18 december 2018 revealed that the unit's port was damaged. No patient involvement was reported.